Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the client was not able to recall images that were saved on the system (data loss). There is no report of death or serious injury associated with the complaint.